Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.s931u1ueu9czdp hardware: sm-s931u1 cgm sensor type: dexcomg7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported the patient's blood glucose level rose to near 400 mg/dl range while wearing the pod longer than 48 hours. The patient was at school when the pod was removed from their arm, the pod's cannula was found bent. Additionally, it was mentioned the cannula was found clogged. As treatment, a new pod was applied by school nurse.